Manufacturer narrative:
Date of event estimated. Correction - section b5 verbiage - additional information received indicates the leads did not contribute to the event as the issue was resolved with the replacement of the ipg. The leads are no longer considered reportable.

Event description:
Additional information received indicates the leads did not contribute to the event as the issue was resolved with the replacement of the ipg. The leads are no longer considered reportable.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that system diagnostics recorded low impedances on the leads. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated the results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating surgical intervention took place on 22nov2024 where the ipg was explanted and replaced to address the issue. The ipg replacement resolved the low impedance issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.